Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was over 600 mg/dl. Customer declined to provide how elevated blood glucose was addressed and customer declined to provide any additional information.